Event description:
Event description boston scientific received information that the pacemaker had 4 stored false ventricuarl tachycardia episodes that appear to be noise. On interrogation today the impedances for the ventricuarl lead are stable and consistent around 580ohms. With isometrics, the caller is able to see noise on the electrograms that is being marked as sensed events. The noise leads to oversensing leaving the patient's intrinsic rate to come through at around 40bpm. The intrinic measurements have been varying from around 2.8mv to 9mv.